Manufacturer narrative:
Initial.

Event description:
It was reported that the patient called to request a return and described recurrent low blood glucose events, with daily readings in the 40 mg/dl range and the most recent low occurring the same day; the patient treated with oral glucose. Symptoms included hypoglycemia characterized by low blood glucose requiring carbohydrate intake. Outcomes included transient interruption of usual activities with self-treatment and no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified, with insufficient information to determine a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.